Event description:
Pt was revised to address tibial loosening at the cement/implant interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in searching the complaint database were not supplied. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product information. Depuy considers the investigation closed at this time. Should the product and/or additional information be rec'd, the investigation will be re-opened.